Event description:
The cus contact reported during preventive maintenance testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of any pt involvement, adverse pt events, or reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. This was due to contamination on touch screen caused by fluid ingress which altered the characteristics of the touch screen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).